Manufacturer narrative:
Previously reported by the manufacturer: a trilogy 200 ventilator was returned to manufacturer for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer service center, the device did not meet acceptance criteria of evaluation process for evidence of a thermal event, rear case enclosure is damaged, missing/displaced rubber feet, porting block port pinched/damaged and cord retainer missing or broken will need to be replaced. A good faith effort attempt will be made to gather additional information regarding the allegation of a thermal event. There is no additional information available at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: disposition of device: the device was scrapped. There is no additional information available at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
A trilogy 200 ventilator was returned to manufacturer for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer service center, the device did not meet acceptance criteria of evaluation process for evidence of a thermal event, rear case enclosure is damaged, missing/displaced rubber feet, porting block port pinched/damaged and cord retainer missing or broken will need to be replaced. A good faith effort attempt will be made to gather additional information regarding the allegation of a thermal event. There is no additional information available at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy 200 ventilator was returned to manufacturer for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer service center, the device did not meet acceptance criteria of evaluation process for evidence of a thermal event, rear case enclosure is damaged, missing/displaced rubber feet, porting block port pinched/damaged and cord retainer missing or broken will need to be replaced. A good faith effort attempt will be made to gather additional information regarding the allegation of a thermal event. The device was scrapped. There is no additional information available at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: multiple good faith efforts have been made by phone on 07/14/205, 08/04/2025 and 08/8/2025 to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Box h coding has been updated. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure were reviewed to assess for the observed probability levels and compare with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.